Event description:
This patient with a wide neck aneurysm within a paraclinoid/opthalmic 4.1 vessel size had stent and coil placement in 2007. First the enterprise, stent was placed. The following coils were placed: 1 x presidio 10 cerecyte microcoil 8 x 29, 1 x presidio 10 microcoil cerecyte 6 x 26, 2 x microshpere 10 microcoil cerecyte 5 x 9.7, 3 x helipaq micro coils, 1 x micrus micro coil, 10 x ultipaq microcoils. The patient was prescribed plavix 75mg, and aspirin 100mg daily. An MRI was conducted on 11 sept 2007 by the physician after the patient complained of 3 weeks symptoms of, headaches, 2 week history of right arm weakness with tingling and numbness down to fingers and some intermittent right leg weakness also. The patient states taking medication as prescribed. Reportedly, the patient was having further dsa on approx two months later, to further review.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.